Event description:
It was reported that catheter removal difficulties, deployment issue and stent damage occurred. Vascular access was obtained via the right femoral artery. The 85% stenosed, 28x2.25mm, concentric, de novo target lesion was located in the moderately tortuous and severely calcified left circumflex artery (lcx). A 3.5 ebu non-bsc guide catheter was placed. After a 185cm moderate support pt2 guidewire was advanced to cross the lesion, predilation was performed with a 2x20mm non-bsc balloon catheter. Subsequently, a 28 x 2.25 promus premier¿ drug eluting stent was selected for use and advanced to treat the target lesion; however, the device failed to cross the lesion due to the lesion calcification. The physician inflated the balloon but noted on angiogram that the stent had not fully deployed. The balloon was deflated but the physician struggled to remove the stent from the patient. The physician then saw the stent was damaged on the back part of the stent. The device was completely removed and the procedure was completed with a 38 x 2.25 promus premier¿ stent which was implanted with no further problems. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. The stent struts at the proximal end of the stent were bunched together and distorted. This type of damage is consistent with the stent meeting a resistance or an obstruction during the withdrawal of the device. The stent od was measured and is within product specification. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. Stent crimp marks were also visible on the balloon material indicating that the stent was crimped in the correct location during manufacturing. A visual and tactile examination found no kinks or damage along the shaft of the device. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties, deployment issue and stent damage occurred. Vascular access was obtained via the right femoral artery. The 85% stenosed, 28x2.25mm, concentric, de novo target lesion was located in the moderately tortuous and severely calcified left circumflex artery (lcx). A 3.5 ebu non-bsc guide catheter was placed. After a 185cm moderate support pt2 guidewire was advanced to cross the lesion, predilation was performed with a 2x20mm non-bsc balloon catheter. Subsequently, a 28 x 2.25 promus premier¿ drug eluting stent was selected for use and advanced to treat the target lesion; however, the device failed to cross the lesion due to the lesion calcification. The physician inflated the balloon but noted on angiogram that the stent had not fully deployed. The balloon was deflated but the physician struggled to remove the stent from the patient. The physician then saw the stent was damaged on the back part of the stent. The device was completely removed and the procedure was completed with a 38 x 2.25 promus premier¿ stent which was implanted with no further problems. No patient complications were reported and the patient's status was stable.